Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced approximately three hours of no glucose data connection between the ilet system and a dexcom g7 continuous glucose monitor, after which glucose values reappeared when the user contacted support. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no medical treatment, no hospitalization, and restored cgm data visibility following user contact. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed an intermittent signal loss between the ilet system and the dexcom g7, with no specific responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue.